Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed false detection of atrial tachycardia/atrial fibrillation (at/af) due to electromagnetic interference. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.